Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had burnt plastic. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley. The instrument passed the electrical continuity test. Additional observation(s) not reported by site: the instrument was found to have a frayed grip cable at the yaw pulley location. The cable was frayed, but the cable is not fully broken. Some bundles of the frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding the plastic being burnt was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was not any damage or anything out of the ordinary noticed. The damage was identified after the device had been used during the sterilization process. It is unknown what the surgeon believes caused the thermal damage to the instrument. It is unknown if there were any instrument collisions that occurred during the procedure. There was no arcing observed during the procedure. There was no injury to the patient. The device has been returned for evaluation. There are no images to review.

Event description:
Refer to h11 for follow-up information.